Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint mr290 chamber caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in the (B)(4) reported via a fisher & paykel healthcare field representative that the mr290v vented humidification chamber was leaking. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher and paykel healthcare for investigation and was visually inspected. Results: visual inspection of the complaint chamber revealed that the dome was cracked near the chamber base. A stressmark was found above the crack. Conclusion: the position of the crack and the stress mark above the crack indicate that the damage is likely to be related to transport or storage damage. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290 state the following: - maximum operating pressure: 8kpa. - use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare field representative that the mr290v vented humidification chamber was leaking. This was found before use on a patient.